Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used after the cardiac surgery which was being performed through the right femoral artery, ecchymosis location. The angio-seal device was used to achieve hemostasis. After positioning, when pushing the angio-seal, it became hard to insert. The anchor was unable to be released. Coagulopathy occurred and manual pressure was applied to stop the bleeding. The estimated blood loss was less than 250cc's. The patient's physical condition was stable and has been discharged. The operation was finished successfully after use of a angio-seal device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information and to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received january 14, 2019: a pre-deployment angiogram was performed. An 8fr sheath was used during the case.